Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted when the device was removed from the package and the device was prepared as per the dfu. The guidewire tip was shaped to a c. The patient¿s anatomy was very tortuous. The physician noticed the guidewire was broken when he was torquing the wire proximally and the wire did not have the same distal response. There was a surgical delay of at least an hour after the guidewire broke as the physician had to remove the microcatheter/wire to accommodate a snare. He had to embolize more proximally than he had planned and while the fistula was still treated, the physician¿s technique had to be adjusted. The patient¿s current condition is fine, they were not impacted by the event and no additional medication was given due to event. Based on the additional information it is probable that device fractured during manipulation of the device inside the patient¿s very tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the distal 10cm of the subject guide wire broke off in the patient's anatomy. The patient's anatomy was reported to be very tortuous. Physician successfully removed the broken fragment from the patient's anatomy by using a snare. This event resulted in a one hour surgical delay. Patient was not impacted by surgical delay. Physician adjusted their technique and completed the procedure without clinical consequence to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the distal 10cm of the subject guide wire broke off in the patient's anatomy. The patient's anatomy was reported to be very tortuous. Physician successfully removed the broken fragment from the patient's anatomy by using a snare. This event resulted in a one hour surgical delay. Patient was not impacted by surgical delay. Physician adjusted their technique and completed the procedure without clinical consequence to the patient.